Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9, correction to g3 of the initial medwatch. The aware date should be 07/29/2024. Additional information added to field h3, h4, h6. It was confirmed that there was no deviation from IFU (instruction for use) in reprocessing steps for the locations with foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It was confirmed that the user uses simethicone via the biopsy channel. There was no physical damage to the locations where the foreign material was detected. A definitive root cause cannot be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the colonovideoscope air / water tube and air / water cylinder exhibited foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.